Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. The patient had elevated ion levels and was revised. During the revision, tan granular tissue was noted in the acetabulum from metal-on-metal debris. No black staining for corrosion from the stem, as the trunnion was in excellent condition. The cup and stem were retained, with the head and taper explanted. A definitive root cause cannot be determined for the cup, head, and adapter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the initial left total hip arthroplasty. Subsequently, the patient was revised due to elevated metal ions. During the revision light tan granular tissue was noted within the acetabulum consistent with debris from metal-on-metal. The trunnion was found to be in excellent condition. The acetabular shell was well fixed and therefore retained. The head and adapter were revised without complications.

Manufacturer narrative:
(B)(4). D10: 157452 m2a-magnum mod hd sz 52mm 154500. 139270 m2a-magnum 52-60mm tpr insr +3 323210. 13-103208 taperloc por red/lat 15x150 907200. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.